Event description:
It was reported that when the patient presented in clinic for follow-up the device exhibited post-paced t-wave oversensing. The physician elected not to make any programming changes. The patient presented again after receiving a vibratory alert and the device exhibited episodes of oversensing, potentially due to myopotentials. The device was reprogrammed and remains implanted. The patient was in good medical condition.

Manufacturer narrative:
.

Event description:
New information received notes that during a subsequent follow-up, further episodes of post-paced t-wave oversensing were observed. The device was reprogrammed and remains implanted. Patient will return for follow-up in a couple of months.